Manufacturer narrative:
Software analysis was completed on the system. The behavior is consistent with a known software anomaly. The event is tracked and monitored in a medtronic database.

Manufacturer narrative:
Additional information:patient weight provided.

Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively and extended surgical time by less than an hour. It was reported that a communication could not be established between the navigation device and the imaging device. They had to log out and log back in then a connection was established. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.